Event description:
It was reported post heart catheterization, a 6f angio-seal sts plus device was used to seal a right groin arteriotomy site. The leg became blue and the pt experienced leg pain. The pt underwent surgery. All angio-seal components, in addition to a large amount of plaque were removed from the inside of the artery. The pt is reportedly recovering. Review of the angio-seal certification database revealed no angio-seal certification for the attending physician.